Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook was put in the patient it kept automatically going to a 90 degree angle. They attempted several times and it kept automatically turning when inserted. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.